Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger was over the ins, however the patient still had difficulty recharging. The patient mentioned she can move the implant around and can almost stick it through the hole in the recharger. The ins moving around began 2 or 3 months prior to the report. The patient mentioned she lost weight so she knew there was extra skin on her back. The patient mentioned it was not a problem because she usually wore high-cut jeans, but she tried a pair of low-cut jeans once and they were "poking at it sideways under there." No further complications were reported.